Manufacturer narrative:
Device 1. Device eval: the delta snap shunt was returned in two pieces. The ring remained attached to the burr hole base, so the disconnect test was not applicable here. The ventricular reservoir dome appeared to have been over-stretched. The over-stretched dome was determined to be the cause of the disconnection, which was most likely due to implantation technique.

Event description:
The shunt was revised due to snap disconnection.